Event description:
The unit was returned back to stock with no specified issue. Upon triage on (B)(6) 2017 the service technician found that the unit had an illegible display and an intermittent power issue.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of illegible display. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.